Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, a ventilator was auto triggering, delivering sporadic tidal volumes, and failed the second part of a breathing circuit test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the customer reported malfunction. The cse replaced the proportional valve for the auto-trigger, the top membrane, and the overlay set. The air filter was dirty and it was also replaced. The unit then passed the complete performance verifications and all tests and calibrations per manufacturer specifications.